Manufacturer narrative:
Product complaint #: (B)(4). Component code: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: please clarify what is the issue with the impacted product. Is this related to a broken needle? Or is this related to a needle attachment issue? A device has been received; however, it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Related report: 2210968-2022-09427.

Event description:
It was reported that during an unknown procedure on an unknown date vicryl suture was used and needle breakage occurred. Extra product received with complaint (B)(4). It is unknown if this complaint is related to a broken needle or an attachment issue. No patient consequences were reported. Additional clarification has been requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/10/2023 h6 component code: g07002 no device problem found additional information: h3, h6 additional information was requested, the following was obtained: please clarify what is the issue with the impacted product. Is this related to a broken needle? Or is this related to a needle attachment issue? The needle broke, somewhere in the middle and it was stuck to the suture. H3 investigational summary: visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample revealed that it was received one unopened sample that pertains to product code v422h. In order to evaluate the condition of the returned sample, the packet was opened, and the swage and attachment area was noted to be as expected. The tip and body of the needle were examined under magnification and no defects or needle breakage were found. In addition, the sample was tested by resistance test to the needle and met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.